Manufacturer narrative:
Philips service provided the hdd part number and troubleshooting steps. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot past 00:00, with a suspected hdd issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.